Manufacturer narrative:
H3: analysis of the needle revealed that the lead introducer sheath was damaged. Continuation of d10: product ID 978b128 lot# serial#(B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the introducer sheath breaking was unknown. When asked about cause or contributing issues they indicated that the provider was having trouble advancing the introducer sheath. They stated that the foramen was tight. They were able to advance it properly. When they went to remove the inner stylet, the plastic piece came off but the inner stylet (metal part) was not attached. It was still inside the sheath.

Manufacturer narrative:
H10: related report number is regarding this same event, but was submitted with the incorrect device information. This report has been updated to include the correct device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.